Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured during initial procedure. Attempt for further information has been made, but no further information has been provided.